Event description:
The customer reported an occurrence of unit failing est during system pressure testing due to safety valve solenoid failure. No patient harm has been reported.

Manufacturer narrative:
(B)(4).